Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. No further information has been obtained.